Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Evaluation of the subject device confirmed the followings; the reported event was reproduced during the evaluation by omsc. The reported event was caused by the failure of the electronic board. Five years have passed since the subject device was manufactured. Omsc guessed the failure of the electronic board was caused by aging. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event.